Event description:
It was reported that the patient presented with the right-ventricular (rv) lead exhibited high defibrillation impedance. No resolution was performed. The patient condition was stable. The patient would continue to be monitored remotely.